Event description:
It was reported that the patient experienced chest pain and bradycardia. The right atrial (ra) lead also exhibited a possible non-capture on magnet electrograms (egm). The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: addr01 ipg implant date: (B)(6) 2020; mc1avr1 leadless ipg implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.